Event description:
A dialysis health care professional reported a home pt was hospitalized with peritonitis which she attributed to "a break in (pt) technique". No further info was able to be obtained from the health care professional.